Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a device change out due to normal eri, fluoroscopy revealed externalized conductors on the right ventricular lead. The lead exhibited normal electrical function and remains implanted. The patient was in stable condition following the procedure.